Event description:
Boston scientific crm received information that this OEM manufactured right arterial (ra) lead was microdislodged, possibly due to patient anatomy. The physician opted to explant the lead and implant a different ra lead. No adverse patient effects were reported.